Event description:
Customer reported via phone call to have received information regarding the scroll wrap recall. Customer requested information on the recall but would not need to exchange due to type of insulin pump she has. Customer also reported of being hospitalized due to neck surgery. Customer reported that nursed did not know how to work insulin pump and customer had to administer bolus on her own. Customer's blood glucose was over 600 mg/dl due to medication.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.